Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) replaced the compressor. Then completed full calibration, functional testing, and safety checks to factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
During a preventive maintenance (pm), performed by a company representative, the cardiosave's intra-aortic balloon pump (iabp) vacuum and pressure calibrations did not meet specifications. There was no patient involvement, as well as, no adverse event reported.